Event description:
It was reported that "the tap bent where the shaft and threads meet and the locking tip on inserter broke while impacting spacer."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.